Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint # (B)(4) on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 13, post-rework 4. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause in the reported event. Reference to complaint # (B)(4).

Event description:
On 04/17/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.